Event description:
It was reported that the right ventricular lead exhibited intermittent sensing and noise. The patient's underlying rhythm was 30 beats per minute. The sensitivity was decreased to prevent inhibition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.